Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in blood. Visual analysis of the lead indicated damage at implant and was stretched so the inner tubing buckled and prevents the helix from functioning properly. It was noted that the lead was returned with the helix partly extended.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the lead screw was not retracting. The lead was never used for implant. A new lead was implanted. No patient complications have been reported as a result of this event.